Event description:
Initial info was received from a physician on 26-oct-2010: a (B)(6) female pt received her only treatment with two vials of poly-l-lactic acid (sculptra) (lot # 147023), exp date 30-nov-2009) on (B)(6) 2009 in her right cheek for lifelong idiopathic lipodystrophy. She complained of lumpiness at the injection site at an office visit on (B)(6) 2009 and was told to massage the site. She returned on (B)(6) 2010 still complaining of lumps. The physician injected her with intralesional triamcinolone (kenalog) on (B)(6) 2010 with no effect. There was also unspecified surgical intervention done on the pt. The physician reported that the pt continued to have palpable nodules. The physician reported that the pt requested reimbursement for her initial payment for poly-l-lactic acid. No further relevant info reported.